Manufacturer narrative:
A titan pump, two cylinders, a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation was noted in the pump body near the spring area of the pump exhaust tubing. Testing revealed this to be a site of leakage. Microscopic inspection revealed the surfaces at the site of separation to be rough and irregular, indicating sufficient stress was exerted to separate the site. Examination revealed a separation in the cylinder 2 exhaust tubing. Testing revealed this to be a site of leakage. Microscopic evaluation revealed uniform striations, indicating contact with unshod instrumentation. Microscopic inspection revealed surface abrasion on all pump tubes, and the reservoir inlet tubing, indicating repetitive contact between surfaces. No functional abnormalities were noted with cylinder 1 or the reservoir. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing indicated they may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress(s) to cause a separation in the pump body. A separation such as this may then result in leakage, rendering the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed unshod instrument separation in the cylinder 2 exhaust tubing occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Event description:
Additional review clarified that there was a malfunction of the pump where the tubing connects. It seemed the silicone ruptured. There was a separation in the body of the pump.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, the pump was revised/replaced. Device to be returned from pathology. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.